Event description:
The facility reports while lifting the resident from the bath, the clip broke on the first sling. They retrieved another sling, on which the clip also broke. This report is for the second sling. Note: the facility could not provide the exact date of the event.